Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 319 occurred on the universal surgical manipulator (usm) arm 2. The site perform a hard power cycle with emergency power off (epo), but the issue persisted. The procedure was converted to laparoscopic surgery with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conversion did not result in increasing port size incision or adding additional ports. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator was analyzed and the reported error was confirmed but not replicated. In the system logs, the error 319 was found pointing "node not present at startup on axes controller amr (aca), axes controller spar (acs), axes controller motor (acm) and axes controller carriage (acc). The usm was tested on an in-house system in normal mode with no triggered errors. The usm was also tested on a patient side cart fixture test platform (pftp) where all test passed. No signs of damage during visual inspection. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to communication issues from the fru connector pogo-pin (fcp) board located on usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator was returned for failure analysis, and the reported 319 error was confirmed but not replicated. In logs, 319 errors were found, indicating that multiple nodes failed to be detected at system start, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system and functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) and passed all relevant testing within specification.

Event description:
Refer to h11 for follow-up information.